Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained vt episodes were observed due to post-paced t-wave oversensing. The noise was not reproducible in clinic. Programming changes and further testing were recommended. The patient was stable.